Event description:
Information received with return of the explanted device notes that the patient had two episodes of syncope caused by clavicular-first rib outer conductor crush syndrome. The patient's indication for pacing was complete heart block associated with symptomatic bradycardia.~~~~~~~